Event description:
The patient was undergoing a coil embolization procedure to treat carotid-cavernous fistula (ccf) using penumbra coil 400s (pc400s), a neuron 6f 070 delivery catheter (neuron 070), a px slim delivery microcatheter (px slim), and a guidewire. During the procedure, the physician successfully implanted two pc400s using the neuron 070 and px slim. Next, the physician experienced resistance while advancing the third pc400 through the px slim. Subsequently, the pc400 unintentionally detached with part of the pc400 in the px slim and the other part in the fistula. Therefore, the physician used the guidewire to push the pc400 into the fistula. Next, the physician experienced resistance while advancing a new pc400 through the px slim. The physician decided to retract the pc400; however, while retracting the pc400, it unintentionally detached inside of the px slim. Therefore, the px slim was removed with the detached pc400 inside. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2022-00052.